Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector was received for evaluation by baxter product analysis laboratory (pal). A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. Clear passage test was performed with no issues noted. Clamp function test was performed with no issues noted. Testing of the sample did not confirm for the reported problem of leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was noted leaked at the tubing between the titanium adapter and transfer set. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.